Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for five (5) screws: locking.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of five (5) variable angle locking screws (removed from the distal end of plate), one (1) variable angle locking navicular plate, and six (6) cortex screws due to nonunion/malunion. A variable angle locking compression plate curved condylar plate was remained implanted because it was holding lateral length of the fracture. Originally, the patient had a distal femur fracture treated with va condylar plate and va navicular plate on an unknown date. The anatomy restored and fixed with zimmer medial plate. The variable angle distal femur plate reapplied with new five (5) screws. It was further reported that the five (5) cortex screws remained in the patient. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) screws: locking. This is report 3 of 5 for (B)(4).